Event description:
Upon removing the product from the hoop, the physician noticed a crimp approx 10 cm from the distal tip. This was noticed on the back table before the product was used as it was removed from the hoop. The physician opened another catheter and completed the case. This catheter was crimped in roughly the same location as the previous one. This MDR is associated with MDR 3005168196-2010-00332.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.